Event description:
It was reported, during a surgical procedure of osteosynthesis while positioning the nail, the product broke off with guide wire sleeve of the cephalic screw. The broken product is still in the pt's bone.

Manufacturer narrative:
Device will not be returned for eval. If the device or add'l info becomes available, it will be reported on a supplemental report. Association device: (B)(4) guide wire sleeve gamma3 10.5 x 286 mm, lot# k299827.